Event description:
Caller reported that pump battery depleted faster than expected, but did not lead to a pump shutdown. Battery depletion occurred during cgm error 42, but after a reset, the battery functioned normally. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.